Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 04-oct-2018. It was reported that difficulty advancing were encountered. The target lesion was located in a coronary artery. A 20 x 2.25mm promus premier drug-eluting stent was delivered but advancing difficulty was encountered. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. A promus premier ous mr 2.25 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first proximal stent strut row was damaged with stent struts lifted. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.